Manufacturer narrative:
G1: device manufacturer address 1: 1735-1 kinseicho yamadai aza numagatani. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a titanium adapter and the patient connector of a transfer set. The event was further described as ¿the patient adapter of transfer set came off from the titanium adapter¿. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The connection test and dimensional inspection were performed, and all specifications were met. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.